Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the stimulation system was not working. The patient had not used stimulation since (B)(6) 2016 because it was not working. The patient was scheduled for a cervical MRI, which was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.